Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: and a hole in the side of the proximal connector just below the needle chamber was noted, it looks like a very hot spike or needle has penetrated the valve. The catheters were inspected, no defects were noted. Review of the history device records confirmed the valve product code 82-3184, with lot ctcb2k, conformed to the specifications when released to stock on the 31st march 2015. Review of the history device records confirmed the catheters product code 82-3072 with lot ctgb4c, conformed to the specifications when released to stock on the 10th june 2015. The root cause of the hole in the side of the connector, seems to be due to a very hot needle or spike penetrating the valve. No problem was found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.

Event description:
Stopped functioning after implantation